Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions). Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (jun-2019 through may-2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to duplicate the problem. There was no problem found. The fse ran the unit for 2 hours with no issues. All calibrations and checks were within factory specifications. The iabp passed all calibration, functional and safety tests performed. Unit was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) spontaneously turned off. There was no patient involvement, and no adverse event reported.